Event description:
It was reported that a revision of a competitor product was performed on (B)(6) 2026. While attempting to insert a 7.5mm screw into very hard bone, the tip of a t25, polyaxial driver assembly cannulated, reform ti (39-sp-0750) broke. The broken tip was removed and the procudure completed utilizing another driver readily available in the set. There was no patient injury or delay to the procedure.

Manufacturer narrative:
H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.